Manufacturer narrative:
Test strip lot # 1020515119 expiration date: 4/30/2017, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called to report an ambulance was called due to our products and results she felt were incorrect. Blood glucose results pulled directly from meter. Meter time/date are correct. On (B)(6) 2015 at 3:09 pm bg 169 mg/dl - consumer went for a walk (approx. 3:15 pm) because she thought this result was too high. On (B)(6) 2015 at 12:11 am bg 324 mg/dl - consumer bolus unk amount of insulin; could not be located in pump on (B)(6) 2015 at 7:02 am bg 285 mg/dl- consumer bolus unk amount of insulin; could not be located in pump; to the caller, the consumer had coffee and went back to bed at 8:00 am to rest, stated she' wasn't feeling herself'. Consumer stated "... Her husband tried to wake her at approx. 11:00 am, but she was unresponsive and sweating...." He called the emt's, which arrived at approx. 11:30 am. When they arrived, the emt's tested consumers blood on an unk meter and got a result of 48 mg/dl. Consumer was given orange juice and her blood glucose was retested on same unk meter at approx. 11:50 am getting a result of 50 mg/dl. Consumer was given more orange juice along with peanut butter/bread which raised her blood glucose level to 78 mg/dl when the emt's retested 20 minutes later. The last blood glucose test the emt's performed was approx. 30 mins later after the consumer was given more bread and peanut butter with raised her glucose level to 112 mg/dl. Consumer declined going to the hospital, the emt's left at 12:45 pm. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification.